Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: "the device related to the reported event of deflation was received april 14, 2021 with catalog number mcghan 300cc. Visual analysis of the returned device identified total delamination of valve, white particles in device inner surface and flat creases. Leak test and microscopic analysis was performed which identified: total delamination of valve, wear abrasion and one crack opening. Based on the device analysis the final assessment is: total delamination of valve assessed as adhesive failure. One opening crack assessed as cracked valve seat diaphragm valve."

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.